Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the procedure was completed as planned by reconnecting the cable. The philips field service engineer (fse) inspected the system on site and confirmed that the monitor failed to display images. Upon troubleshooting fse found that the monitor failed to display an image due to a loose connection from the dvi rj45 converter cable. To resolve the issue, fse reconnected the cable. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The image issue was intermittent, and the procedure was completed as planned by reconnecting the cable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the monitor failed to display images. No harm was reported to philips. Philips has started an investigation of this compliant.